Event description:
It was reported that patient presented to the hospital after falling and hitting his head. A merlin on demand (mod) prior to heading to the ER was reviewed. It appeared that there was no atrial signal on the freeze frame. X-ray revealed that the lead had pulled out of the atrium and was in the svc. It was noted that the fall was not the reason of the lead moving. On (B)(6) 2022, the lead was repositioned. The patient was stable before, during, and after the procedure.